Event description:
Reporter stated the buttons of the pump are defective and he is unable to clear an e8 (power interrupt) error. No adverse event reported. The pump was requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.